Manufacturer narrative:
D10 concomitant products: fgs-0635 cf delivery dev caps bravo x5 - fgs-0635, lot#: 64081f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the first capsule attached to the esophageal wall and subsequently dislodged. The capsule was then retrieved from the upper esophagus using forceps. A second capsule attached to the esophageal wall and broke free during the deployment process. It was found in the esophagus then subsequently retrieved using a rat tooth forceps. A third capsule was placed successfully on the same procedure. There was nothing unusual about the patient or procedure that may have led to this issue. The physician verified the capsule placement endoscopically. The deployment device was inserted with the capsule facing the tongue and was inserted while the entire device including the handle was maintained in the horizontal plane.

Manufacturer narrative:
Additional information: d4(UDI), d9, g3, h3: evaluation summary: medtronic conducted an investigation based upon all information received. The capsule was not returned, but the delivery system was available for evaluation. Visual inspection found no notable conditions. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that the capsule failed to attach to the patient's esophagus. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.